Event description:
Boston scientific received information that at this patient's three month follow up visit, shock impedance measurements were greater than 200 ohms. All other lead measurements were good and stable. The patient was transferred to the hospital and a revision procedure revealed the distal df-1 setscrew was down but was not holding the df-1 distal pin securely in the header. The physician was able to pull it back out of the header, retract the setscrew, push the df1 pin back in the device header and reset the setscrew. All testing returned normal results. The patient was discharged unharmed from ohio state university and has since returned to the clinic for re-evaluation which produced normal results. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.